Manufacturer narrative:
The customer reported multiple stopped compression with autopulse platform (B)(4). The platform was returned and evaluated. Review of the retrieved archive data found that on the reported event date two user advisory (ua) message occurred that would have caused the platform to stop compression. A single event of ua 17 (max motor on time exceeded during active operation) and two ua 2 (compression tracking error). User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. User advisory 2 is an indication that the autopulse has detected a charge in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during archive operation. The platform was returned with no physical damages found. During functional testing, the platform was tested with a standard mannequin and later a large resuscitation test fixture (lrtf). The platform passed testing, no faults/errors or stop compression occurred. A load cell characterization and brake gap inspection were performed. The platform met all specifications and passed all final testing criteria. The autopulse platform is a reusable device and was manufactured in 2013. There were no parts identified for replacement. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
In a follow-up call to the customer, the reporter confirmed the autopulse platform (B)(4) stopped multiple times during a call. It's not known, however, if there were any user advisory message(s) displayed after each stop compression or what the responding team did to try and troubleshoot the issue. Ultimately, the responding team reverted to manual CPR. Per reporter, there was no patient consequence since the responding team reverted to manual CPR. According to the reporter, there were no issues during a shift check prior to the event.